Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, a clot was noticed in the reservoir and the oxygenator. Terumo sales representative (B)(4) spoke to (B)(6) ccp (certified clinical perfusionist) on (B)(4) 2012 regarding this incident. This was an emergency pericardial window procedure on (B)(6) male patient that had a CABG procedure 7 weeks ago. During the sternotomy, the right atrium was damaged and urgent cpb (cardiopulmonary bypass) was established via the femoral vessels. The act (activated clotting time) after the initial heparin dose (before cpb) was 408 seconds. An additional dose of 10,000 units was given and the 1st act on cpb was 644 seconds. The act was greater than 1000 seconds before cpb was terminated. The pump run was short at 19 minutes. There were 2 blood gases drawn during cpb with the fio2 at 0.8 and the gas flow at 2 1/min. The blood flow was 3.8 1/min. The two paco2s were 35 and 36 mmhg and the two pao2s were 551 and 448 mmhg. According to (B)(6), these results mimic normal and expected levels. The required centrifugal pump speed was 2400 rpm and this was not outside of the normal speed for the 3.8 1/min flow. Gas transfer and pump speeds were within expected levels and there was no indication of oxygenator or circuit obstruction. The procedure was completed successfully without any delay and without changing out the oxygenator. There was no blood loss associated with this event. The patient was discharged on the 5th day post surgery without any signs of harm. Lipid profiles and pre-operative platelet and fibrinogen levels were reasonably normal and there was no indication of potential organic obstruction in the oxygenator.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).